Event description:
It was reported that interrogation prior to the generator change out procedure, it was noted that the right atrial lead exhibited high capture threshold that caused loss of capture. The ra lead was capped and replaced on (B)(6) 2022. The patient was stable throughout the procedure.